Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek meter when compared to an unknown laboratory result. The meter model and serial number was not provided. The meter result was 6.2 inr and the laboratory result was 4.2 inr. The patient's therapeutic range 'tends to be higher' but was not provided. There was no allegation that an adverse event occurred. It was noted that a sales representative visited the patient and 'measured the control of the meter which was near the median, and there was no problem with the instrument.' Retention test strips were tested in comparison to the current masterlot (ml 13 #286321-80 recal. Rtf/09) on internal reference meters. Human blood samples from marcumar donors were measured. The obtained results were in the allowed range. No error messages occurred. The retention material meets the specification.

Manufacturer narrative:
Expiration date has been updated. The laboratory result was actually 4.3 inr.